Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, while the device was being applied on the bowel to rectum anastomosis, a poor staple formation that presented as bubbles during leak test. The staple line was fixed by over sewing. Unanticipated tissue loss resulted from this issue.